Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir holder was cracked and reservoir will no longer to seat correctly and will not seal to insulin pump. The device will not returned for the analysis.